Event description:
Increase in lv lead impedance and t/hold- carelink alert sent as lv impedance 1501.loc on lv lead (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).